Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) vascular procedure which was completed as planned. A philips field service engineer (fse) went onsite and checked the problem reported by the customer. The fse confirmed that the reported issue was caused by user error, as the user did not hit the x-ray enable button, resulting in the system's intermittent x-ray output failure. As a result, the fse advised the user to follow the correct procedure and to double-check the x-ray results. After functional checks, the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was caused by the user error and there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system could not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.